Event description:
It was reported that on (B)(6) 2017, when the catheter was connected, the screen displayed ¿no catheter is connected¿. After replacing a new camcabl cable to test, the screen displayed ¿catheter failure¿. It is unknown if there was any patient contact , injury or surgical delay. Request for additional information was sent.

Manufacturer narrative:
Investigation completed 6/16/17. Method: -device history review. -trend analysis. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: 2016 ¿ mar. Service history review: there is no service history for this complaint as this monitor is to be returned to the service center for the first time. A review of the customer complaints was completed using the following key words ¿no catheter connected¿ and ¿catheter failure¿ in the search criteria. The review encompassed dates 31-may-16 to 31-may-17. There are 12 complaints which contained the search criteria. Additionally, the review verified that this complaint is the single complaint occurrence for the serial number under investigation for this complaint. (B)(4). Conclusion: product was not returned after several documented requests. Therefore, root cause could not be determined at this time.